Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a drug infusion device. The drugs being delivered were 1,174.7 mcg/ml clonidine at 99.99 mcg/day, 52.4 mcg/ml baclofen (unknown) at 29.99 mcg/day, and 20 mg/ml morphine (unknown) at 11.447 mg/day. The reason for use was non-malignant pain. It was reported that the patient was admitted to the reporter ¿last night¿ ((B)(6) 2018) with a mental status change so they want to have the pump read to rule that out as being the issue. The reason for the call is that the caller reached out to the managing hcp and was directed to call the manufacturer¿s representative (rep), however they had not heard back yet so the caller was looking to have someone come to check out the pump. It was reported that the pump was not alarming. There were no non-reservoir drugs mentioned. The caller was transferred to the national answering service to get in touch with the rep. The managing hcp has the most information regarding this event. There were no further complications reported/anticipated.